Event description:
It was reported that the patient developed persistent ventricular arrhythmia and was readmitted from (B)(6) 2021. A cardiac catheterization was performed at readmission.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2021, the patient developed a persistent ventricular arrhythmia and was readmitted to the hospital from (B)(6) 2021. A cardiac catheterization was subsequently performed and no additional treatment was noted. The patient reportedly experienced atrial fibrillation prior to left ventricular assist device implant; however, it was unknown if the event was related to the device or device therapy. The patient remained ongoing on heartmate ii lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6b: date of explant was inadvertently reported in initial report and is not applicable for this event manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2021, the patient developed a persistent ventricular arrhythmia and was readmitted to the hospital from (B)(6) 2021 through (B)(6) 2021. A cardiac catherization was subsequently performed and no additional treatment was noted. The patient reportedly experienced atrial fibrillation prior to left ventricular assist device implant; however, it was unknown if the event was related to the device or device therapy. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2022 (MFR# 2916596-2022-10583). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.